Event description:
The facility reported a colleague infusion pump with "fail." According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "fail" was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, failure code 803:07 was found on the reported occurence date. Quality engineering has confirmed failure code 803:07 as the determined problem. The root cause of the failure code was due to the blue slide clamp left in the pump head module (phm). The blue slide clamp was removed from the phm to correct this condition. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.